Event description:
Reportedly, during a follow-up on (B)(6) 2018, the battery curve displayed just 48 months, but the warning messages and the battery impedance value of 4.44v were clearly indicating that the device reached the recommended replacement time. Preliminary analysis confirmed that the device reached its recommended replacement time.

Manufacturer narrative:
Preliminary analysis revealed that the reported event iwas due to a programmer software issue presents on the battery curve display.

Event description:
Reportedly, during a follow-up on (B)(6) 2018, the battery curve displayed just 48 months, but the warning messages and the battery impedance value of 4.44v were clearly indicating that the device reached the recommended replacement time. Preliminary analysis confirmed that the device reached its recommended replacement time.

Event description:
Reportedly, during a follow-up on 11 jan 2018, the battery curve displayed just 48 months, but the warning messages and the battery impedance value of 4.44v were clearly indicating that the device reached the recommended replacement time. Preliminary analysis confirmed that the device reached its recommended replacement time.